Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter, single board computer, and systems' interface printed circuit board were replaced. The boot settings were reset and the hard drive was reformatted. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up and also mixed pt images. No report of pt injury.